Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced low blood glucose level. Customer¿s blood glucose was 40 mg/dl at the time of incident. Customer treated with 5 glucose tablet and some carbohydrates for low blood glucose. Customer declined troubleshooting for low and high blood glucose. Customer reported that the insulin pump was on auto mode at the time of incident. The device will be returned for analysis.